Manufacturer narrative:
The device was returned for investigation. The device was decontaminated then visually inspected. The device lot number was not reported for this investigation. Based on the information submitted, following a percutaneous ventricular assist device procedure, a 14f manta was planned for closure. The physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath.

Manufacturer narrative:
Device has not returned for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: as operator advanced manta bypass tube into the sheath, he stated that he felt an unusual amount of resistance. He retracted the device and sheath, leaving the .035 wire in place. Staff opened a new manta. The new manta sheath was inserted over the 0.35, then the new manta was attempted to be inserted into sheath ( however, resistance was again felt at the bypass tube. A third manta was opened. Both a new sheath and new device were used again. This time, the operator was able to insert the manta into the sheath as expected. Was from the same lot. Only a new device was used; the sheath from the original manta was left in place. The operator was able to insert the second manta easily into sheath and said it "felt normal. Associated to MDR 3010252479-2021-00203.